Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 24mm amplatzer septal occluder was selected for implant. During deployment it was reported that a dumbbell shape deformation was noted. The physician attempted 2 deployments and shape kept occurring. The device was removed and replaced with another 24mm amplatzer septal occluder (6665940). The physician tested the second device outside the patient but a deformation still occurred. A 26mm amplatzer septal occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. Additionally, one video from the field appeared to show an occluder device deploying in to a dumbbell shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.